Manufacturer narrative:
Date of event: (B)(6). Date of report: 18aug2019. Tech support advised customer the liquid crystal display (lcd) has reached end of useful life. Tech support called back to verify the part number for the lcd. Fse advised that the part number he provided is for the whole ui assembly to include the 2nd generation lcd. The customer replaced and returned the user interface (ui) assembly. An investigation was performed on the returned ui assembly. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.